Event description:
It was reported that the patient developed device infection with lead endocarditis. Chest computed tomography (CT) demonstrated septic pulmonary emboli. The implantable cardiac defibrillator (ICD) and ventricular lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant product: 6935m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).